Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-13018 & 1627487-2019-13019. It was reported the patient experienced inadequate stimulation. Diagnostics confirmed the system was autoreducing. Surgical intervention was undertaken on an unspecified date in 2020, where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-13018 & 1627487-2019-13019. It was reported the patient experienced inadequate stimulation. Diagnostics confirmed the system was autoreducing. Surgical intervention may be pending.